Event description:
It was reported that a posterior fusion (l3/4/5) and plif (l4/5) performed on (B)(6) 2024. After the surgery, the pseudoarthrosis due to bone fusion failure was confirmed. The removal surgery for intervertebral cage and posterior screw was performed on (B)(6) 2024. In the surgery, the screws which were placed in l5 on both side were found to broken. The screws were removed by inserting a drill into the hollow part of the screws with a hospital instrument and using a counter-rotating screw. There were no pieces left in the body. The surgery was completed successfully with 60 minutes surgical delay. The surgeon commented that the cause for the breakage was the bone fusion failure resulted in screw loading. This report involves one (1) 5.5 exp verse can scr 6.0x40. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. D9: complainant part is not expected to be returned for manufacturer review/investigation. D10 therapy date: (B)(6) 2024. E3: reporter is a j&j employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B5: additional information is added in the event description. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Fragments were retrieved using a drill without additional intervention, and no broken fragments were retained in the patient.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Device history review (DHR): a manufacturing record evaluation was performed for the finished device, product code:199725640s, lot no: 352587. It was electronically reviewed and the following non-conformance has been observed: jbl-nr-0018816 some tampers with barcode labels unstuck on spine sterile cartons. The nonconformance is unrelated to the condition of the reported complaint. The product was released on:09-nov-2022, manufacturing site: jabil le locle, expiry date:31-aug-2027. If information unavailable for the initial medwatch is obtained, a follow-up medwatch will be filed as appropriate.